Manufacturer narrative:
This supplemental MDR is being submitted because the original stated that no sample was available for evaluation. A sample could be evaluated-however, it was not the actual device. The item evaluated was from the same lot involved in the incident. The results of the evaluation were incolclusive. The vendor states, in their investigation, that the following could be reasons for the bursting of the balloon: overinflation, misuse, contact with oil based lubricant/solvent/material that are detrimental to latex, or due to puncture that makes the balloon become weak and give way after repetitive inflation.

Event description:
Catheter balloon burst in pt. No parts were left inside the pt. Balloon split, per account, no parts appear missing. No medical treatment was necessary.